Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set malfunctioned. The following information was received by the initial reporter with the following verbatim. It was reported by customer that a failure was detected in the check valve of one of the administration sets returned for testing. Verbatim.

Manufacturer narrative:
It was reported that there was a back check valve failure. One sample was returned and investigated under (B)(4). Backflow was observed with the blue dye flowing past the check valve and upwards into the drip chamber of the primary administration set. The set was inadvertently discarded before further investigation could be conducted at the supplier. The root cause is unknown a device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material #: 2420-0007 and batch#: unknown. It was reported by customer that a failure was detected in the check valve of one of the administration sets returned for testing. Verbatim: complaint received via email(s). Rcc received a complaint via email. During the investigation of (B)(4), a failure was detected in the check valve of one of the administration sets returned for testing